Manufacturer narrative:
The bactec 9050 instrument is designed for the rapid detection of bacteria and fungi in clinical cultures of blood. Samples are drawn from patients and injected directly into bactec culture vials. Vials are then entered into the instrument as soon as possible to insure performance efficacy. The bactec 9050 systems users' manual provides detailed instructions for removing and replacing the rotor. Bd quality has evaluated the customer complaint for injury during maintenance and found no trends for this issue. Bd quality will continue to monitor. Device not returned.

Event description:
Customer contacted bd technical service due to a grinding noise on their bd bactec 9050. The customer noted that while troubleshooting and removing the rotor she had injured her back. She sought medical attention at the ER. She was prescribed medication and a shot but could not confirm what type of shot she received. She was also restricted until (B)(6) 2016 from lifting more than 10lbs.